Manufacturer narrative:
Examination of the returned polyaxial screw found minor outer surface damage which was most likely caused from the removal of the pedicle screw during the procedure. Review of the DHR found no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. Although no definitive conclusions can be made, information provided indicates that the damage is likely the result of unanticipated axial force upon the device which caused the screw head to pull off from the shank. In the absence of a product issue or observed trend, this complaint will be closed with no further action required.

Event description:
It was reported that the tip of the quick connect polyaxial screwdriver broke off from the instrument during poly screw insertion. The broken tip was retrieved. When attempting to drive the screw all the way in, the head of the polyaxial screw separated from its shank. The surgeon as unable to back out the screw shank and decided to place another screw next to the broken shank. At the end of the case, the threads of a set screw torn away from the device during tightening of the device. The damaged set screw and its torn threads were removed from the site and another set screw was inserted without issue. This report is being filed for the polyaxial screw with the screw head what separated from the shank. As reported, the shank remains in the patient. See MFR medwatch report no. 1526439-2013-15759 for the polyaxial screw driver that was involved in this event. See MFR medwatch report no. 1526439-2013-15760 for the set screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the evaluation.